Event description:
It was reported that a piece of distal tip is missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This scope was not returned to stryker endoscopy for evaluation. This scope was received and evaluated at an OEM and the reported failure ¿piece of the distal dip " was confirmed. Alleged problem confirmed: yes. Actual failure mode(s): fiber, rod lenses, outer tube. Root cause(s): damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. Manufacturer error: no. Failed part/component(s): fiber, outer tube. Product disposition: level 4 (scrap and replace outer tube) for un-repairable outer tube due to bent outer tube needle. In sum, the unit was received by OEM and the failure mode was confirmed.

Event description:
It was reported that a piece of distal tip is missing.